Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number. It was reported the patient experienced pain at the pocket site and ineffective stimulation. Surgical intervention took place wherein the drg and scs systems per explanted to address the issues. It is unknown which leads or ipg¿s attributed to the issues.

Manufacturer narrative:
The allegation is against one of five leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 6821217. Product family: scs, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6), batch: 6853895. Product family: scs, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6), batch: 8041925. Product family: scs, model: 3186: (B)(4) , serial: (B)(6), batch: a000108467. The allegation is against one of two ipg's; however, it is unknown which ipg(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model:3664, UDI: (B)(4) , serial: (B)(6), batch: 7103242.